Event description:
Pt not returning sufficient volume to ventilator. Alarmed (vent). Nurse called rt to room. Cuff reinflated - not able to maintain volumes. Trach changed to same product and size. Pt able to return adequate volumes, bilateral breath sounds, stable vital signs.